Manufacturer narrative:
(B)(4). G2: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plate fractured during implantation while attempting to bend it into position. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including marking and scratching on the plate surface. Further inspection of the plate shows that the plate has fractured. The customer reported that the plate fractured when the plate was manipulated to attach to the bone. The complaint is confirmed. A determination cannot be made as to what caused the plate to fracture. A fracture analysis was not conducted as the fractured occurred while bending the product to shape. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error. The instructions for use of this device states in the section titled bone plates: ¿the bending instruments must be used with care because they can cause damage to the implant. The operating surgeon should always inspect the implant after bending for damage, which may include dents or deformed screw holes. These defects can lead to breakage of the implant. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.